Manufacturer narrative:
Analysis could not confirm that the cable was not working. The cable passed continuity testing, showed correct resistance readings, and had no intermittent or shorted connections. It was found that all of the indicator heat sleeves had indent marks from being stuck together and then pulled apart. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer cable no longer worked after only ten uses and sterilizations. The cable has been returned for analysis. There was no patient involvement.